Event description:
Allegedly, on or around (B)(6) 2009, patient underwent a total hip arthroplasty (tha) on her left side at (B)(6) hospital, (B)(6). However, by the later part of the year 2020, patient?s left hip had become painful. In early 2021, orthopedic surgeon informed her that he believed that her left hip had failed due to its metal-on-metal bearing surface and needed to be replaced. On (B)(6) 2021, patient?s conserve® hip system was revised at (B)(6) hospital, in (B)(6). During the revision of patient?s hip, surgeon noted ?there was gross evidence of metallosis throughout the hip.? Surgeon was able to explant the profemur tl stem without performing an extended trochanteric osteotomy. In the (B)(6) 2021, revision hip surgery, all of the wright medical hip devices that had been implanted on (B)(6) 2009, were removed and replaced with artificial hip devices manufactured by biomet-zimmer.